Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the ECG c to ECG d was pulled from the strain relief and the trunk cable was pulled from the strain relief. The cause of the test failure was the pulled cables. The root cause of the pulled cables cannot be positively identified but is likely due to excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) failed incoming functionality testing.